Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error(open book image). The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer reported a critical pump error/open book image error. Customer was not using the correct battery cap for the pump they were using. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
No critical pump error (open book image) alarm¿noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm was confirmed due to the rf test failure in the bootloader (code 0x00000045), suspected on hw. In further review of the formatted history file 2 days prior to the event date of 20-jan-2025, these pump error(s)/alarm(s) were noted: pump error 4 alarm and pump error 63 alarm (variableinfo = 15) were found on: (B)(6) 2025 20:41:01.000. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) were confirmed according in the formatted history file due to rf driver anomaly, suspected on hw. Pump error 68 alarm was found on: (B)(6) 2025 20:41:03.000. Pump error 49 alarm was found on: (B)(6) 2025 20:41:03.000, (B)(6) 2025 20:41:22.000. Pump error 23 alarm was found on: (B)(6) 2025 20:41:33.000. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted due to pump error 4 alarm and pump error 63 alarm. No unexpected pump error 68 alarm, pump error 49 alarm and pump error 23 alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.55 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. However, critical pump error (open book image) alarm was confirmed due to the rf test failure in the bootloader (code 0x00000045), suspected on hw. Also, pump error 4 alarm and pump error 63 alarm (variableinfo = 15) were confirmed according in the formatted history file due to rf driver anomaly, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.